Event description:
Patient reported in a mychart message that his lvad (left ventricular assist device) had been unplugged since the previous night. Lvad coordinator called him to follow up. Patient reported that he had changed from batteries to wall power (mpu: mobile power unit)) at approximately 11 p.m. The previous night and had gone to bed. Denied any alarms at the time. Stated that he awoke at 3 or 4 a.m. With cp (chest pain) and sob (shortness of breath) but turned over and went back to sleep. Awoke at about 10 a.m. And tried to do the daily vad self-check and noted that controller was off. Stated that he immediately placed himself on 2 fully charged batteries, and the pump started to run. Reported that he had then checked and found that his mpu was not plugged in, that his son had mis-identified the mpu electrical cord and had plugged in the CPAP cord instead. After the vad started, he reported feeling much better, denied sob, cp, or neurological symptoms during conversation with the coordinator. Was advised to go to the ed (emergency department) for controller download and physical assessment due to the risk of clotting in the pump and/or after it had been stopped for approximately 8 hours. An lvad coordinator met him in the ed, downloaded the vad logfile and sent it for analysis by abbott tech. Coordinator tested self-check, which worked as expected to test all alarm sounds and lights, as did unplugging of one of the battery connections. Analysis of logfile by abbott tech differed in some points with patient's description of events. The tech found that the patient had been on batteries at the time of the alarms preceding stoppage of the vad, and that they became critically low. Also, the timing of the no external power alarms began at approximately 12:30, with the vad continuing to run on the controller back-up battery until 2:06. Patient reported that neither he nor his son heard vad alarms during the night, but alarms were fully functional in the ed. Possible explanation might be that patient was lying on top of the controller during sleep and did not hear the alarms, but this does not explain why the controller would not have alarmed immediately if patient had switched to an unplugged mpu while awake at 11 p.m. Lvad coordinator consulted with abbott clinical rep, who advised that the controller be changed and that this be considered an FDA-reportable event. She acknowledged discrepancies in logfile data vs. Patient account but suggested that focus should be re-education of patient on lvad power management. Coordinator changed controller on [date redacted], when patient's inr became therapeutic. Reviewed patient's account of events, which remained unchanged, and also performed the requested power management re-education. Will return controller and controller back-up battery in question to abbott for analysis.